Event description:
It was reported the sys would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and determined the interconnect cable needed to be replaced, but no conclusion can be drawn as further repair info is not available.